Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements and loss of capture with no asystole. It was thought that the lead dislodged in the past and subsequently never had consistent capture. A revision procedure was performed and the lead was tested via the pacing system analyzer (psa) during the revision. Normal impedance measurements were noted, but no consistent capture was observed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.